Manufacturer narrative:
Additional information: based on the received information the recipient is experiencing discomfort with the use of the device e.g. Pain from stimulation. From the received measurements, a device malfunction seems unlikely, however pain is a known postoperative side effect of ci implantation. Further possible steps from the clinic have not been decided yet.

Event description:
The recipient was experiencing for about 1,5 year an increasing discomfort while using the audio processor. Programming adjustments were tried however, discomfort was still present at minimal stimulation. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was experiencing for about 1,5 year an increasing discomfort while using the audio processor. Programming adjustments were tried however, discomfort was still present at minimal stimulation. Further proceedings are unknown.